Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's right tibia was revised after patient walked on the rod and displaced it. Rep reported that he has no access to any additional information due to not being allowed access to the hospital's password-protected systems. Rep reported that the nail and 5 screws (3 proximal, 2 distal) were explanted. Hospital implant sheet shows a nail and 6 screws. Additional info received from rep's email: there was a screw exchange from the primary surgery due to length. Only 5 screws were implanted. In initial surgery, a 6th screw was used but immediately taken out. He does not know which screws were used and which one was not used. The distal tibia displaced not the tibial rod. Additional info received from phone call with rep: revision needed because "patient walked on leg when shouldn't have" and the bone moved. Surgeon felt that plates gave a better reduction so he switched from the nailing system to plating.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that patient's right tibia was revised after patient walked on the rod and displaced it. Rep reported that he has no access to any additional information due to not being allowed access to the hospital's password-protected systems. Rep reported that the nail and 5 screws (3 proximal, 2 distal) were explanted. Hospital implant sheet shows a nail and 6 screws. Additional info received from rep's email: there was a screw exchange from the primary surgery due to length. Only 5 screws were implanted. In initial surgery, a 6th screw was used but immediately taken out. He does not know which screws were used and which one was not used. The distal tibia displaced not the tibial rod. Additional info received from phone call with rep: revision needed because "patient walked on leg when shouldn't have" and the bone moved. Surgeon felt that plates gave a better reduction so he switched from the nailing system to plating.